Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported the pump got wet, an insulin flow blocked alarm, and a blank display. The customer reported a blood glucose value of 270 mg/dl. The customer was treated with manual injection/insulin pen. The event involved product(s) mmt-1780kl, unknown reservoir, and unomedical. Troubleshooting was performed. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for an unknown reservoir, and unomedical. Mmt-1780kl was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to confirmed insulin flow block alarm during testing due to constant critical pump error (open book image) alarm. He adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. During download history review no relevant alarms were recorded of no delivery. Pump error 35 alarm confirm in long trace history files on (B)(6) 2025 5:42:27 am. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly leading to critical pump error (open book image). Unit also received with the following cosmetic damages: pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, the unit came in with critical pump error alarm triggered by pump error 35. Pump error 35 due to moisture damage on electronic assemblies. Unable to confirmed alleges of high bgs or insulin flow block due to critical pump error alarm (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer did not allege receiving insulin flow blocked alarm.